Manufacturer narrative:
Sensor 0m000h55cz4 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1(indicating the sensor was never activated by the customer). Visual inspection was performed on the sensor plug and damaged were observed to the sensor ear. The plug was seated correctly and therefore the damaged sensor ears did not cause the customer complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 23 mmol/l and 6.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported, receiving erratic readings on their adc freestyle libre sensor. Customer reported, receiving readings of 23 mmol/l and 6.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. A valid serial number was not provided for the reader. A valid serial number was provided for the sensor. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint. And the libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 23 mmol/l and 6.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.